Event description:
Balloon used for tight lesion and burst inside. Balloon ruptured while trying to inflate in a heavily calcified area. Appears that entire balloon was removed with nothing left behind.